Event description:
The customer reported a pacer malfunction during operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacer malfunction during operational check. There was no pt involvement. The device was evaluated at philips. The reported symptom was reproduced. Replacement of the processor pca resolved the issue.